Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the brown wire (lead 1-) inside the ECG "c" and "d" cable was deteriorating under low current. This in turn shorted the u1 microprocessors in ECG "c" and ECG "d". The root cause for the deteriorating wire could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.